Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a c-section, the tip of suture had broke from needle when inspected. The tip of the needle fell into the patient cavity and was not retrieved. The patient was x-rayed. Surgical time was extended by 1-2 hours. Current patient status is discharged. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).